Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that control solution results taken on her onetouch ultra2 were falling outside of the control solution range. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. On unspecified dates/times, the patient reported obtaining control solution readings of "204, 164, and 147 mg/dl" with the subject meter all of which fell above the control solution range printed on the vial of subject test strips. The cca noted that the patient manages her diabetes with insulin. The patient reported that she continued taking her usual dose of medication despite the alleged issue. On an unspecified date/time, after the alleged issue began, the patient claimed she felt dizzy and sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient was using the correct control solution; however, the patient did not have the subject control solution vial to confirm if the vial was past its expiration date or damaged. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.